Manufacturer narrative:
(B)(4). Additional narrative: one filled unit was received containing no fluid in the reservoir. Visual examination of the infusor's fillport showed no evidence of damage or defect. However, a broken tip of the male luer was found stuck inside the fillport. No other observation was found on the device. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot..

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that the filling port of one (1) basal/bolus infusor was discovered broken when the hospital tried to cap the filling port with the male luer instead of with the fill port cap. There was no patient involvement. The device was filled with fentanyl citrate. No additional information is available.